Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, the nurse called during set up prior to surgery to report the erbe integrated electrosurgery unit (iesu) was displaying errors. When power on, error c-00 was displayed, and error c-33 also present in logs. Prior to call, caller power cycled the iesu several times, but errors persisted. Caller informed technical support engineer (tse) they already connected an external electrosurgery unit, (B)(6), and will use if for the upcoming surgery. Tse verified presence of error c-33 in logs and informed caller that field service engineer (fse) will have to visit to resolve the issue, caller acknowledged the information. The procedure was completing as planned with no reported injury.